Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The root cause is attributed to user error. Wear through repeated use may have also been a contributing factor. There is no trend identified for any portion of this instrument fracturing and being left in a patient. Per the reporting, patient x-rays are not available to confirm the fractured tip remains in the patient. Based on the investigation, the need for corrective action is not indicated. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised to address poly-wear of the liner. The liner extraction instrument broke during surgery and it was reported the teeth portion was not retrieved from the pt. There was no surgical delay.